Manufacturer narrative:
(B) (4).

Event description:
Per medwatch form # 0300060000-2009-8042, the pt was implanted with ventral intermediate (vim) bilateral deep brain stimulation (dbs) leads. It was noted that there was some resistance to bringing the left lead to the surface during implant and traction was placed on the lead. One week later, the implantable neurostimulator (ins) and extensions were implanted. Approx one month later, the pt was seen in the clinic. Impedance measurements were noted to be 34 ohms between 2 and 3 on the left and >2,000 ohms on 2 on the right. It was noted that those circuits were not being used, so the ins was still okay.